Event description:
Procedure type: gastric bypass. According to the reporter: when they went to switch the needle of the device, the black handle disconnected from the device. Operating room time was extended longer than 30 minutes but there was no blood loss. There was tissue damage due to needle insertion and extraction of the old thread. Nothing fell into the patient's cavity and a new device was used. The patient's status is fine.

Manufacturer narrative:
(B)(4).